Event description:
A few hours following a redo atrial fibrillation procedure, a tamponade occurred requiring resuscitation. There was no observed impedance increase during ablation, and the ablation parameters used included 50w up to 10 seconds on the posterior wall and 40w up to 20 seconds on the anterior wall. A post-procedural eto assessment was not conducted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.